Manufacturer narrative:
The event was reported to insulet by dexcom, the family has not contacted insulet. Additional information is not available. Prior to the event, the patient had changed from using an insulet provided controller to her personal smartphone with the omnipod 5 app. A cloud log review yielded the omnipod 5 app operated as designed, no malfunction was identified. The settings programmed by the user into the app on thier smartphone did not align to the previously set device. This resulted in a higher than previously utilized basal rate delivery of insulin. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 2.0.2. Cloud - operating system 18.3. Cloud - hardware iphone16.2. Cloud - cgm sensor type g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A partner complaint from dexcom reported that the patient inadvertently administered a bolus of 41 units of insulin, leading to hypoglycemia. The patient consumed food and believed their blood glucose levels were increasing. The patient was subsequently discovered unconscious, prompting a call to emergency medical services. At the time of this report, the patient was in a coma.